Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit fails all manifold tests.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone), h6 (investigation findings), h11 (complaint summary). The fse that encountered the issue replaced the safety disk. The fse completed the pm. Safety, calibration, and functionality checks passed to factory specifications. The iabp was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. The fse that encountered the issue replaced the safety disk. The fse completed the pm. Safety, calibration, and functionality checks passed to factory specifications. The iabp was returned to the customer for clinical use. Based on the evaluation results provided by the fse, the failure occurred due to a defective part. The issue was resolved by replacing the malfunctioning part. The part is not available for return. Therefore, no root cause evaluation can be performed. Root cause 1: other. The current safety disk design allows for creep. Factors that may contribute to creep include: the specified torque on the fasteners (6 bolts) is applying too much stress on the diaphragm membrane. The helical washers installed along with the 6 fasteners (bolts) are enlarging the creep by maintaining stress on the diaphragm membrane as it deforms. The non-uniform deflection of the plastic safety disk housing at the fastener locations is applying too much stress on the diaphragm membrane. Root cause 2: other. 0002-06-6833-02 cardiosave product specification, rev r, does not comprehensively define the essential performance parameters of the cardiosave.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10. Corrected fields: b3.

Event description:
Na.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit fails all manifold tests. There was no patient involved.